Event description:
It was reported that pump displayed malfunction code 5 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, received instructions to place pump in storage mode and return it using a pre-paid label, and was advised to program pump settings and reconnect continuous glucose monitor to replacement pump that was arranged under warranty.